Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, post paced t wave oversensing was noted due to a low amplitude r wave. The device will be reprogrammed during the next follow-up. The patient is in stable condition.